Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The observed damage to the display is not consistent with typical use of the device according to specification. The device's color lcd was replaced to remedy the problem. The device successfully passed all final tests, was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display was black and no clinical information could be seen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.